Manufacturer narrative:
The investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged last year. No other electrical anomalies were noted. The lead was explanted and replaced. The patient was stable after the procedure.